Event description:
Patient had a right thumb arthroplasty under regional anesthesia with sedation. She had a local anesthetic infuser -smart infuser- attached to her intraoperatively for the purpose of post operative pain control for the days following surgery. The device was set up properly in the operating room by the smart infuser representative - and verified by the anesthesiologist and author of this report. The patient was at home the following day--approximately 18 hrs after surgery, doing well but having pain at the surgical site. She and her husband were concerned the infusion device was not functioning secondary to pain and the observation that the local anesthetic reservoir appeared to have the initial volume of medicine still. They tried to adjust the device and the patient received a large toxic volume of local anesthetic over a very short time. The patient became unconscious and was taken to the emergency room by ems where she recovered without problems. Upon examination of the device by both the anesthesiologist and the manufacturer's representative in the emergency room, it was clear that the device had malfunctioned. This patient could have very easily died.